Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an implanted impella 5.5 had a loss of signal. The pump remained on until the patient received a heart transplant.

Manufacturer narrative:
The device was not returned for investigation. Data logs were recovered. The cause of the optical signal issue was a fiber bend due to the noted possible kinking observed in the white cable with a 5s pattern matching that of known fiber bends. This is an adverse event related to an unintended use error. The device passed all post sterile inspection checks.